Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method. Concomitant products: mitraclip system, steerable guide catheter, one implanted mitraclip. (B)(4). The clip delivery system was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the device caused damage on another clip is related to the user error of the second clip interacting with the first clip. In addition, procedural conditions due to degrading imaging quality likely contributed to the reported user experience. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip delivery system referenced is being filed under a separate medwatch MFR number.

Event description:
This is filed to report that after one clip was implanted, the second clip delivery system (cds) was advanced, but during positioning, the cds knocked the first clip off one leaflet. Damaging an implanted clip has the potential to cause or contribute to serious injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was anterior leaflet flail, with a flail. One clip (B)(4) was implanted and the mr was reduced to 3+. After the first clip was implanted, imaging had degraded significantly. The second clip delivery system ((B)(4)) was advanced, but during positioning, the second clip knocked the first clip off of the anterior leaflet, and the clip remained only attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that positioning of the second cds was difficult due to the degraded imaging. The second clip was deployed successfully to stabilize the slda clip, and reduce the mr. With the two clips implanted, mr was reduced to 2+. No additional information was provided.